Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic/chronic pain') in an adult female patient who had essure (batch no. 748469) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), basedow's disease ("grave's disease"), abdominal pain ("pain :abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain :back"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("gi (gastrointestinal) conditions-constipation"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyschezia ("pain with bowel"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, dyspareunia, constipation, menorrhagia and dyschezia had resolved and the genital haemorrhage, basedow's disease, abdominal pain, dysmenorrhoea, back pain, vaginal discharge, fatigue, alopecia, migraine, headache and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, basedow's disease, constipation, dyschezia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for all the aforementioned events". She had not undergone essure removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2019: result: unavailable. Ultrasound scan - on (B)(6) 2013: total bilateral occlusion. Lot number: 748469, manufacturing date: 2010-06, expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic/chronic pain') in an adult female patient who had essure (batch no. 748469) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), basedow's disease ("grave's disease"), abdominal pain ("pain :abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain :back"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("gi (gastrointestinal) conditions-constipation"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyschezia ("pain with bowel"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, dyspareunia, constipation, menorrhagia and dyschezia had resolved and the genital haemorrhage, basedow's disease, abdominal pain, dysmenorrhoea, back pain, vaginal discharge, fatigue, alopecia, migraine, headache and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, basedow's disease, constipation, dyschezia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for all the aforementioned events". She had not undergone essure removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available):imaging procedure - on 07-mar-2019: result: unavailable.ultrasound scan - on 21-aug-2013: total bilateral occlusion. Quality-safety evaluation of ptc:unable to confirm complaint most recent follow-up information incorporated above includes:on 7-feb-2020: plaintiff fact sheet received. Case became incident. Events vaginal bleeding, menorrhagia, constipation & pain with bowel were added. Removal details & lot number are added. Product, patient & reporter information updated.we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.